Event description:
As reported by the field clinical specialist (fcs), approximately 6 years post tavr with a 26 mm sapien 3 valve in the aortic position via transfemoral access. The access site for the original implant was the right femoral artery. The patient presented with symptoms of dyspnea and fatigue prior to the intervention. Diagnostic evaluation revealed a stenotic bioprosthetic valve with mean/peak gradients ranging from 35 to 50 mmhg and a valve area of less than 0.5 cm'. These findings prompted the decision to perform a thv-in-thv procedure. During the intervention, a 23 mm edwards sapien 3 ultra resilia (s3ur) valve was successfully implanted in the aortic position via right transfemoral access. The procedure was completed without reported complications, and the patient remained in stable condition post-procedure. No central leak was observed, and the patient was alive at the end of the procedure. The initial reporter, a non-edwards medical professional, alleged that the previously implanted edwards device was deficient. The failure mode of the original bioprosthetic valve was identified as stenosis. The most recent follow-up echocardiogram and progress notes are available for review. After reviewing the medical records provided, the patient is a 78-year-old male, with a history of aortic stenosis (as), aortic insufficiency (ai), dyspnea, fatigue, and potentially other undocumented comorbidities, who underwent a successful transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 (s3) valve in the aortic position. Approximately 6 years and 1 month post-implantation, the patient presented with dyspnea and fatigue. A transthoracic echocardiogram revealed severe calcific aortic stenosis of the post-tavr valve, with peak velocity increasing from 3.9 m/s in october 2024 to 4.6 m/s, a mean gradient of 42 mmhg, and an aortic valve area (ava) by continuity equation of 0.59 cm'. Mild transvalvular aortic insufficiency was also noted. The patient subsequently underwent a successful valve-in-valve procedure with a 23mm sapien 3 ultra resilia (s3ur) valve implanted within the existing 26mm s3 valve.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate there were potentially other undocumented comorbidities which caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.